Event description:
It was reported that the pump failed to provide audible alerts. There was no reported impact to the customer¿s blood glucose level. The customer chose not to pursue further troubleshooting, and no additional information was received regarding the outcome of the event.